Event description:
The patient received his percutaneous lead on (B)(6) 2011. It was reported the patient was gradually losing stimulation that could not be regained via programming due to high impedance. As a result, the patient's lead was explanted and replaced. The lead will not be returned to sjm due to the explant facility keeping the device in their possession.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.